Event description:
September 29, 2014, FDA started a class 2 device recall coloplast conveen urine collection leg bag I have a suprapubic catheter and have used this bag from (B)(6) since (B)(6) 2023. I regularly develop leaks at the most inopportune times. This is a very frustrating issue and I am a captive audience trapped into using this product, always wondering when it will fail. Recall number: z-0155-2015.